Manufacturer narrative:
Results and conclusions: (revascularization). (B)(4).

Event description:
Two amphirion deep pta balloon catheters were used to treat the left popliteal and peroneal arteries during the index procedure. Ap proximately 5 months post index procedure revascularization was carried out due to an increase in ulcerations of the left toe and foot. The left peroneal artery was treated with non-medtronic ballooning. Investigator indicated that the event was not related to the study device/ procedure. Outcome is resolved. Approximately 9 months post index procedure amputation of the left toe was carried out due to worsening of pad and ulceration of the left foot. Investigator indicated that the event was not related to the study device/ procedure. Outcome is resolved. Spondylodiscitis occurred approximately 53 months post index procedure. The patient was treated w ith antibiotics and surgery but subsequently died. Investigator indicated that the event was not related to the study device/ procedure.